Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant buttons were unresponsive on the system. The asm reported that they were very hard to press and almost required two hands to operate. They also mentioned that it didn¿t appear to be damage, but rather wear and tear on the system. There was no patient involvement.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and pendant buttons had wear to the buttons and plastic shielding was starting to come loose from base plastic. Found delay in button pressing function. Replaced pendant, updated firmware. Tested system per user manual and released back to service. MDR codes: b01, c07, d02. H3, h6) the pendant was returned to the manufacturer for analysis. Analysis found unable to confirm reported complaint, "pendant buttons were unresponsive on the system. Installed pendant on test system. The system and pendant booted and readied. All pendant functions actuated correctly. No functional problem was found. Visual inspection showed the pendant laminate was lifting/ bubbling up from around the keys and the face of the pendant. Physically damaged pendant. MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #:(B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.